Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a xen® gts event described as "during the post op follow-up a week [after implant], the implant was broken in 3 and no longer worked" in the left eye. Device remains implanted. No eye injury reported.

Event description:
Additionally, patient is doing well. Symptoms resolved.

Event description:
Hcp additionally reported, a part of the device has been explanted and a 2nd xen® gts has been successfully implanted.